Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2014 with the following findings: there was no damage or scratches found against the display. The display was readable and functional during testing. The lens film was found to be scratched and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a damaged display issue. The reporter stated that there was a nick on the display screen and that the display was not legible. Reportedly, the pump was not exposed to any moisture. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.